Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, 2000mcg/ml at 1100mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The healthcare provider reported an alarm was heard, telemetry not yet performed. The critical alarm was being heard by the patient starting at 4pm today, (B)(6) 2018. The patient had mild increase in tone. The patient was in the ER (emergency room) where the healthcare provider had privileges. The healthcare provider questioned potential reason for critical alarm as they did not have a clinician programmer available. Additional information received on (B)(6) 2018 reported that a motor stall was seen at initial interrogation. The healthcare provider stated that the pump stalled yesterday, (B)(6) 2018 at 2:30pm and recovered this morning, (B)(6) 2018 at 4:00am. The patient did not recently have an MRI and it was confirmed there was no emi/magnetic sources present. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that a pump replacement was done due to the motor stall. The patient was an in-patient in the hospital. There were no reported symptoms. The patient was receiving oral baclofen (lioresal, 2000 mcg/ml at 1000 mcg/day). No further complications were reported.